Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient did not wear a mask. The peritonitis was manifested by abdominal pain and cloudy pd fluids. On the same day, the patient was hospitalized for the event. On an unreported date, the patient began treatment with unknown antibiotics for the peritonitis. Pd therapy was ongoing. The patient was discharged twenty days after admission. At the time of this report, the patient was recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.